Manufacturer narrative:
Received through FDA's medsun program with report # (B)(4).

Event description:
It was reported that during a procedure, the laser tip broke in the patient's left ureter. The fragment was removed successfully. There were no additional patient complications.

Manufacturer narrative:
Received through FDA's medsun program with report # (B)(4).

Event description:
It was reported that during a procedure, the laser tip broke in the patient's left ureter. The fragment was removed successfully. There were no additional patient complications.